Manufacturer narrative:
The device evaluation found foreign material coming out of the nozzle. Based on the results of the investigation, a definitive root cause was not identified for the foreign material in the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization (cds) process where no obvious deviations from the instructions for use (IFU) were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material coming out of the nozzle. There were no reports of patient involvement.